Event description:
On (B)(6) 2013, this pt underwent endovascular treatment for a symptomatic descending thoracic penetrating aortic ulcer and was implanted with a conformable gore tag thoracic endoprosthesis. The landing of the device was reported to be higher than intended due to the pt's short neck which did not supply the required 20m neck length from the ulcer. The pt tolerated the procedure. On (B)(6) 2013, the pt underwent follow up computed tomography which determined the ulceration was not completely covered by the graft. The physician chose to implant a gore aortic extender component distally to extend coverage of the ulceration. The pt tolerated the procedure.